Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 11 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The reported pump stoppage and low speed events were observed upon review of the submitted log file. The submitted x-ray was reviewed and an area of suspicion was noted on the external portion of lead, near the metal controller connector. Approximately 7¿ of the external portion/distal end of the percutaneous lead (lead) was returned. The silastic covering appeared to be in the early phases of becoming separated from the metal connector. The silastic covering was removed, and examination the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the lead and no issues were found. The shielding and bionate were removed and examination of the underlying wires revealed a partial fracture of the black wire adjacent to the metal connector. The wire completely fractured when a small amount of force was applied to it. The conductors of this wire became exposed. The fracture of the black wire appeared to be the result of repetitive flexing of the lead in this area. This flexing caused abrasion to the wire as a result of rubbing against the braided shielding. The fractured wire could have interrupted pump function as a result of the exposed conductors of the black wire contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported pump stoppages and low speed events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced low speed operation and pump off alarms. During review of the log file, it was noted that the low speed and pump stoppages occurred while the patient was connected to the power module. The alarms resolved when the patient was connected to batteries or to an ungrounded patient cable. The hospital staff suspected that the compromise was within the external portion of the percutaneous lead, because prior to the alarms, the patient had been jumped by 5 men. X-rays were taken and revealed a potential area of wire damage within the connector of the percutaneous lead. It appeared that the system controller had been dropped and it was confirmed that the system controller was dropped during the altercation. On (B)(6) 2015, the manufacturer¿s technical services representative went to the hospital and evaluated the patient¿s percutaneous lead. A continuity test was performed, and did not reveal any broken wires. The distal end of the percutaneous lead was then replaced with no issues noted. The patient was placed on a grounded patient cable after the repair and the alarms could not be reproduced. The hospital staff will continue to monitor the patient.